Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that right atrial lead oversensing and potential noise was also observed on the remote transmission's stored atrial tachycardia/atrial fibrillation (at/af) electrogram.

Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed occasional right atrial lead undersensing. The p waves had measured chronically low, so the sensitivity was already programmed low to detect the small p waves. Follow-up with the physician's office revealed a repeat electrophysiology study (eps) with radio frequency ablation (rfa) was done, no reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.